Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that all the keypad button were under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-oct-2018 with the following findings: the keypad button cover was found to be intact ; no damage or peeling was observed. During investigation, all of the keypad buttons were responsive to button presses. The keypad cover was removed and there was no evidence of contamination found on the button contacts. The pump cover was removed and no evidence of the moisture corrosion was found near the keypad connector. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was cracked; a leak test showed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.